Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported while the device was on a patient, the device was alarming and the screen was white. The customer restarted the device and the screen was still white. The fse reported review of the device diagnostic log indicated air valve stuck closed. The customer reported there was patient involvement and no patient harm.